Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred resulting in elevated blood glucose (bg) levels; bg values were not provided. Multiple infusion set, cartridge, insulin and infusion set site placement changes were performed and the occlusion alarms continued. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. No additional information was provided.